Event description:
It was reported that during implant, the right atrial lead was opened and unsuccessfully attempted. It was later indicated that the lead was not implanted because it was not long enough for the patient. The lead was removed and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that during implant, the right atrial lead was opened and unsuccessfully attempted. The lead was removed and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.